Event description:
Dr. Reported that he had a pt in his office, post op, in 2004. Pt had had a mastectomy and 2 hemaduct drains had been placed and both became occluded. They also said the pt had some seroma fluid masses as a result of the occlusion. No product sample is available.